Manufacturer narrative:
Product analysis: visual and microscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with sample mas head confirmed the set screw was still able to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis: spinal canal stenosis procedure used: l3/4/5 oblique lumbar interbody fusion (olif) , l5/s posterior lumbar interbody fusion(plif) l3/s; pedicle screw fixation(pps) levels implanted: l3/s it was reported that intra-op, after placing the set screw, compression was performed with fulcrum, and attempted to break off the set screw which was placed on left l5, but it could not be broken off. When attempted to remove the driver of the set screw and attach it again, the set screw could not be gripped. The set screw was removed by the driver, and new set screw was placed but again it could not be broken off, the screw was replaced and broken off, and the operation was completed. There was a delay of less than 60 min in overall procedure time as a result of this event. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.